Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a water leak occurred on four mr290 autofeed humidification chambers between the chamber dome and the base plate after 4 to 5 hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: four complaint mr290 chambers were returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: three of the complaint chambers were found to be cracked around the baffle and bracket areas. The dome of the fourth complaint chamber was found to be pulled out of the base, below one of the chamber ports. A lot check revealed no other complaint of this type for lot number 121007. Conclusion: we were unable to determine the root cause of the damage found on the returned chamber domes. It is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the crack appeared after 4 to 5 hours of use, indicating the fault occurred after the products were released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa." (B)(4).